Event description:
Report received of an adverse event while the pump was in use. The pump was programmed with an unspecified concentration of fentanyl. The programmed parameters were not provided. The pt had also been receiving other unspecified oral pain medicatins. At an unspecified time into therapy, the pt's family member reportedly witnessed the pt abruptly sit up and then respiratory arrest. A "code blue" was called and the pt was successfully resuscitated within 8 minutes, wtih an unspecified dose of narcan and assisted ventilations. The pt was discharged in 10/02 with no reported adverse pt sequelae. Though requested, no additinal info was available.